Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. On the field service engineer's (fse) first service visit, he noted that the solenoid valve (sv) 19 was very dirty. On the fse's second service visit, he noted that out-of-range qc results were caused by an overflow at the level of the cuvettes due to a vacuum tubing that came off the vacuum bottle. This caused an overflow of sodium hydroxide (naoh) at each cycle, resulting in lower qc values. He then replaced the tubing with a new silicone tube and performed an incubation water exchange and photometer check with successful results. He performed qc for seven times with successful results. The solenoid valve was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received a questionable alb2 albumin gen.2 result from two patient samples tested on the cobas pure c 303 analytical unit. The reporter was able to provide one example of discrepant results: the initial result was reported outside of the laboratory. The doctor did not trust the result prompting the rerun of the patient sample on another unspecified analyzer. The initial result from the analyzer was 177 g/l. The repeat result from the other analyzer was 32 g/l.

Manufacturer narrative:
The customer's solenoid valve was received for investigation. No issues were noted upon inspection and mechanical reproduction testing. The valve was functioning according to specifications. The investigation reviewed the alarm log and more than 500 "abnormal aspiration" and "abnormal cell blank" alarms each in about one year were noted. This is a strong indication of insufficient sample quality. The investigation determined the event was consistent with a sample quality issue. After service, no further issues were reported by the customer. The investigation did not identify a product problem.